Manufacturer narrative:
Concomitant medical products: unspecified 8fr dilator, unspecified 80cm j wire. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the right side abdomen of the patient for ascites drainage. Upon placement, the nurse noticed a small leak at the base of the hub near the locking mechanism. The patient was taken back to the ward. Per the nurse, due to the patient's condition, it is unlikely that the device stayed in too long. Additionally, per the nurse, it would have been too "traumatic" to replace the device. Therefore it is unknown if an additional procedure to replace the drain was performed. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, and quality control instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be conducted as no lot number was identified. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation. A review of the complaint history, device history record, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no related non-conformances with the device lot. It should be noted that there was one other complaint reported for this lot. All of the devices released underwent quality control activities, so there is no evidence of non-conforming devices in the field. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.